Manufacturer narrative:
H4.additional information: device manufacture date provided as 2/13/2006. Device evaluation: investigation results the femtosecond laser machine was examined and tested at the customer location by an jjsv field service specialist (fss). The fss could not reproduce the fault.he performed a system checkout and could not find any other issues.the fss performed a field service checklist.the system was verified for all modes of operations. The system met jjsv specifications. A record review was performed. A product deficiency review was performed and there is no product deficiency identified. A document, service history, and trending was reviewed. There is not a recognizable adverse trend. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. A labeling review was conducted; the operator manual for the system was reviewed and found to include adequate instructions for use, warnings and operational errors. The review of the device history record (DHR) for femtosecond laser system showed that there were no issues or non-conformities. The system and its components met all specifications prior to being released. Manufacturing has been ruled out as a potential cause for the reported issue. Based on the investigation results, no corrective action has been issued. Based on the investigation results there is no indication of a product quality deficiency. Johnson & johnson surgical vision will continue to monitor this type of complaints all pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Phone : (B)(6). Device manufacture date : unknown. (B)(4). All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported by the surgeon that after a surgery and patient treated, an error 301 error appeared on the laser. After initially moving the gantry upwards via the joystick, when pressed the home button (which raises the gantry upwards for 8 seconds), the laser gantry dropped by 1/2cm and a strong noise was heard. If it was not for the fact that the gantry had been pre-raised by a small amount, force could have been added onto the patients eye.